Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 24-apr-2024, it was reported that the infusion set's tubing got detached on 24-apr-2024 while the patient was sitting at home. The site location was left side and the pump was located on the right side. The infusion had been used for two days. Reportedly, the infusions were stored in the kitchen. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.